Event description:
During a follow-up the r-wave amplitude was found to be low. The sense/pace portion of the lead was capped and a new sense/pace lead was added. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, decreased sensing was observed. Lead remains implanted and will be monitored.